Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. No error code observed. Passed fv-est-ctu calibration. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was below 50 percentage, even after restarting the treatment by phone, the water flow rate was very low in an arctic sun device. Per review of wo on 31jan2025, there was no patient involvement. Per follow up information received via mail on 29jan2025, this would be sent to s-inter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was below 50 percentage, even after restarting the treatment by phone, the water flow rate was very low in an arctic sun device. Per review of wo on 31jan2025, there was no patient involvement. Per follow up information received via mail on 29jan2025, this would be sent to s-inter.